Event description:
It was reported that a user experienced nocturnal hypoglycemia while using the ilet, with review indicating some lows occurred after multiple meal announcements that extended insulin delivery into the night; the user treated lows with oral glucose gummies and sometimes required additional gummies due to persistent low readings. Symptoms included hypoglycemia. Outcomes included self-treatment without outside assistance or medical intervention. Investigation included customer counseling on meal announcement practices and hypoglycemia management. Investigation of this case revealed that the device functioned as designed and that user actions related to multiple meal announcements likely contributed to overnight lows. It was concluded that the cause was unclear with contributory user-related factors, and troubleshooting and education were completed. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.